Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was not impacted. A system check was performed and the pump performed as intended. No damage was observed to the cannula or cartridge. Reportedly, the pump is worn against the customer's skin. Tandem technical support advised the customer to wear the pump in a case to prevent temperature changes.